Event description:
It was reported that as the balloon expandable stent was being advanced through two previously placed stents, the balloon expandable stent detached. Another stent was deployed to appose the detached stent against the wall. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. Per the complaint comments, the stent detached while being advanced through two previously placed stents. Therefore, it is possible that the previously placed stents contributed to the detachment of the stent. However, based upon the available info, the definitive root cause could not be determined.